Manufacturer narrative:
Analysis confirmed the customer comment of "no backlight" and it was attributed to intermittent operation of the main printed circuit board. It was additionally noted that the hanger assembly was broken, the battery drawer was sticking in the lower case and that one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved, the liquid crystal display was replaced as a preventive measure and the generator then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the backlight on an external pulse generator (epg) did not turn on. The red blinking light went on when the batteries were removed. A new set of batteries was placed but the backlight still did not turn on. The epg is expected to be returned for repair. There was no patient involvement. It was further reported that the epg was returned for service.